Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified mid right coronary artery (rca). After pre-dilatation, a 3.50 x 20 synergy drug-eluting stent was advanced to treat the lesion. The device was inflated initially at nominal pressure. However, during the 2nd inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The stent was deployed despite the balloon rupture and the stent delivery system was completely removed from the patient's body. Post-dilatation was then performed with another balloon and the procedure was completed. No patient complications were reported and the patient's status was good.